Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system implantable pulse generator (ipg) had not been charged in a long time. The patient was unable to recall the last time the generator was charged. Consequently, the ipg battery depleted and the patient lost therapy. Surgical intervention was taken and the patient's scs system generator was replaced and stimulation therapy was restored.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 3 months to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.